Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed intact housing. Upon inspection, after running three accuracy tests, the pump was found to be slightly over delivering to the manufacturing specifications. The expulsor was trimmed.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump failed accuracy testing at 6.45 percent. No adverse patient effects were reported.